Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6), 2012 during a colonoscopy. According to the complainant, during preparation, the clip was found to have prematurely deployed inside the oversheath. The procedure was completed using another resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being fine. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during preparation, the clip was found to have prematurely deployed inside the oversheath. The procedure was completed using another resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient¿s condition was reported as being fine. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly deployed from the delivery catheter. The clip assembly was not returned for analysis. However, the yoke, which was still attached to the control wire, was able to be actuated and deployed. Further analysis of the oversheath revealed that it was torn and accordioned in several spots, but the overall length was correct. The blue sheath grip returned detached from the oversheath. Additionally, the control wire was kinked beneath the blue grip. No damage was noted to the coil. The reported event of clip deployed prematurely was not able to be confirmed through analysis of the returned device. However, the evaluation revealed that the oversheath was torn along its length. The most probable root cause is handling damage as the user observed the reported issue of clip had prematurely deployed prior to the device being used within the patient. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
A preliminary visual examination of the returned device found the clip assembly fully deployed and not returned. The sheath grip was detached from the over sheath. Additionally, the over sheath was torn and accordioned in several places along the length. The coil was also bent. The device is being sent for a full failure analysis. Should any further relevant information come from that review, a supplemental medwatch will be filed.